Event description:
It was reported that customer called for assistance because pump time was incorrect and needed to be updated, and customer did not know why time discrepancy had occurred or how long it had been present. There was no adverse impact to the customer's blood glucose level. Customer updated pump time with help from technical support, was advised to monitor for any future time discrepancies greater than five minutes, and acknowledged understanding of instructions.